Event description:
It was reported the dermatome was "used on a patient; cutting up skin (older unit)." Add'l info was requested by integra numerous times: the operating room manager reported the device "mangled a skin graft" that was taken from the (B)(6) year old male patient's leg on (B)(6) 2013. It was reported as "not sure" if a second graft (or larger graft than planned) due to this issue was required. It was reported as "not sure" if any intervention was required. It was reported as "unsure" if there was any adverse consequences or injury to the patient.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.